Event description:
A patient who was discharged after undergoing a hysteroscopy and d & c in 2006 returned to the hospital 6 months later for the surgical removal for the next day, of a foreign object. The foregin object was identified as a curette tip, an instrument that would have been used during the initial procedure. The curette tip was removed intact and the patient left the o.r. In stable condition and was discharged to home the following day.